Event description:
A summons reports that the patient was prescribed the use of game ready for an injury to patient's left knee and leg that required medical treatment. Patient's attorney reported that following the use of game ready, the patient "discovered that the ctu [cryotherapy unit] caused [patient] personal injuries." The nature of the injuries is not specified. The manufacturer has no direct knowledge of this event as it became known to us only with the service of the summons. No injuries were reported to the manufacturer by this patient or representative of this patient other than this summons. Because this matter is under litigation, it has been turned over to the manufacturer's legal counsel for investigation.

Manufacturer narrative:
The identity of the device used by the patient is not known to the manufacturer nor is it known to us who has possession of the device. No prior report of injury or product defect associated with this patient has been reported to the manufacturer other than this summons. A thorough investigation will be conducted of this complaint and, as more information becomes available to the manufacturer, it will be communicated through this reporting process.